Event description:
During routine testing of the device, the user reported the monitor would flicker upon start up. The user reported the device took longer than normal to power on. No other details regarding the nature of the event were provided. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.